Manufacturer narrative:
It was reported that the patient had a hematoma and developed thick scar tissue. A procedure is planned to perform a lysis of adhesions and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had a hematoma and developed thick scar tissue. A procedure is planned to perform a lysis of adhesions and exchange the poly inserts.